Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: there were marks on the hexagonal portion of the device that mates with the handle. Otherwise the device exhibited normal wear and tear for a product that has been in the field for 10 years. Dimensional inspection: not performed as the device was found to be fully functional. Functional inspection: the device was successfully mounted onto handle (cat. No.: 1020-2900) with little or no effort. The event could not be confirmed. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that on the slap hammer the surgeon could not engage the quick connect on the impactor extractor.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that on the slap hammer the surgeon could not engage the quick connect on the impactor extractor.